Event description:
Facility staff (cna) states she heard a noise in patient's room. When she entered the room she found the patient on the floor in front of the bathroom laying on his left side with his walker on his right side. Consumer claims patient was trying to change his pants but his pants got caught on the walker and this caused his fall. He was later taken to the hospital by a call to 911 due to pain in his left leg and groin. While at the hospital it was discovered that he sustained a left hip fracture and also two active bleeds in his brain. Family opted to have surgery to repair the hip fracture. Was later discharged from the hospital back to the skilled nursing facility for rehabilitation.